Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, one (1) tube had an insufficient vacuum, which led to underfill. Sample recollection occurred.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing to a draw test for low or no draw and the issue relating to underfilled was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfilled. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, one (1) tube had an insufficient vacuum, which led to underfill. Sample recollection occurred.